Event description:
Download data from a (B)(6) year old male pt revealed several abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. As received, the monitor was experiencing abnormal shut downs. The cause for the resets was isolated to an intermittent bga solder connection at the u104 pxa component on the monitor c/a board. The root cause for the intermittent bga connection at u104 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u104 component. The pt received a replacement monitor.